Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation they had to remove the lens because it was torn and had a broken haptic. Additional information has been requested and received stating that the lens was torn in two different places after introduced into the eye. The surgery was completed on the same day. Patient has corneal edema following surgery bot no harm was noted to the patient.